Manufacturer narrative:
Investigation: this complaint reports that an air leak was detected by an oasis drain (3600-100) "during evening rounds." The customer stated that the patient showed no sign of a pneumothorax and upon inspection of the drain it was clear that the air leak was coming from the connection between the patient tube and the catheter. They state that the connector seems to be the cause of the leak because it is unable to form a seal with the tubing. The customer describes the connector as yellow, with one curved side and one flat side. They were able to completely stop the air leak by covering the gap in the connection with a finger. It is not clear if the air leak was occurring between the connector and the catheter or between the connector and the patient tube. The device was not returned and no pictures or lot number were provided. The customer also did not respond to getinge's requests for more information. For these reasons the complaint cannot be confirmed. A DHR review could not be completed because a lot number was not provided. This also means that the manufacture date of this device is not known. The device specification at the time of the complaint does not include a yellow connector, so it is unknown what connector the customer was describing in their report. The IFU provides adequate instructions for the setup of the device and instructs the user not to use the device if it is damaged and to regularly check the tube connections to ensure there are no leaks. The iconographic IFU on the back of the drain depicts the use of the included barbed connector to connect the patient tube to the catheter. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found 5 complaints related to air leaks, however none of them are known to involve the connector described in this complaint. A recurring lot number report could not be completed because the lot number was not provided. A review of cars/capas found one related car, which was not escalated to CAPA because it was determined not to be an issue with the design or manufacturing of the device and it was adequately covered in the risk management documents. The root-cause of this complaint was determined to be user - operational context. H3 other text : device not available for return.

Event description:
Customer advised that they observed a large air leak in the air leak detection chamber while doing evening rounds. Customer stated that the patient showed no signs of a pneumothorax with patient satting at 98% on 21% fio2. Upon inspection, the customer stated that the connection between the catheter and patient tubing had an audible and visible leak. Customer stated that the yellow connector has one curved side and one flat edge which does not completely seal with the tubing and thus creates an air leak.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.